Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined the ratchet was returned in pieces; the spring was broken and the crank no longer worked properly. The ratchet handle was reassembled and resolved the reported issue. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Telephone number: (B)(6). Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that during surgery the device had a broken handle and the crank does not work anymore with spring disassembled. It is impossible to go back and forth with the direction control, forcing the plate to make a complete turn in order to move forward. There was a delay of surgery of 15-30 minutes with risk of infection. No adverse events were reported as a result of this malfunction.